Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump has been delivering too much insulin. The customer has been having lows of between 72 to 90 mg/dl in the mornings for 4 days in a row. The customer¿s blood glucose level was 223 mg/dl at the time of the incident. The customer had just left the hospital and is on 24 hour care. The customer was hospitalized in april as they passed out. The customer has been in and out of the hospital due to infections. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with the operating currents within specification. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08775 inches. No excessive no delivery alarms noted during testing. Insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. No cosmetic damage noted during physical inspection.